Event description:
The customer reported the system displayed a 4 hour warm up required. The system was rebooted several times. Also, the cassette holder moved up and down. No report of patient injury.

Manufacturer narrative:
A ge service representative performed an on site investigation. The reported issue could not be identified nor duplicated. The system was found to be operating as intended.